Event description:
Patient was here for right hepatic lobectomy/pump. Cusa tip bent during procedure of right hepatic lobectomy. Cusa stopped working, no injury to patient.preoperative diagnosis: colorectal liver metastases.postoperative diagnosis: colorectal liver metastases.operation performed: right hepatic lobectomy, wedge resection of nodule from left lateral segment, intraoperative ultrasound examination of liver, insertion of hepatic artery chemotherapy pump, infusion study through hepatic artery pump.op note: "the remaining hepatic parenchyma was then divided using the cusa dissector along with the electrocautery."